Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2021 for an in clinic device check. Upon interrogation of the implantable cardiac monitor, the device was found with episodes of post-sensed t wave oversensing from (B)(6) 2020. The device was then reprogrammed and would continue to be monitored. There were no reported patient symptoms.